Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill are in a very bad condition, they are significantly damaged. The drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The appearance of the (brittle) breakage surfaces suggests that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. It cannot be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. As the drill had been in use for a longer time (manufactured in 2002) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Evaluation revealed that the root cause of the damage found is not linked to a deficiency of the device but is rather related to misuse (using a blunt drill) by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.